Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the belt was unable to complete essential functional testing. The cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes (te) being pulled out of the dn, damaging the wires inside. The root cause for the damaged cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report a patient's belt was damaged.